Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during intraocular lens (iol) implant procedure, cartridge had a defect in the plastic and it tore the haptic off the intraocular lens (iol). It was stated that there was no patient contact and no patient harm. Additional information received and stated that after loading the lens and while preparing to place the tip of the cartridge into the chamber, the surgeon noticed a distortion of the cartridge under the microscope. A decision was made to change the cartridge, and the lens was pushed through the nozzle of the cartridge to retrieve it. While using the screw on the back of the insertion handpiece, the lens was scratched and the haptic arm was torn free from the body of the lens. It was then noticed that the cartridge was cracked and/or had an extraneous piece of plastic hanging into the path of the lens .